Event description:
It was reported that the patient underwent a balloon ablation procedure in 2006. While the patient was in recovery, a vaginal/labial burn was noted. Nothing unusual was reported during the procedure. It was reported that an unknown treatment was likely provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.